Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), device breakage ('breakage'), perforation ('perforation'), genital injury ('fallopian tube rupture') and genital haemorrhage ('abnormal bleeding') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) with abdominal pain, abdominal pain lower and pelvic pain, device breakage (seriousness criterion medically significant), perforation (seriousness criterion medically significant), genital injury (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), menstruation irregular ("irregular menstrual cycles"), abdominal distension ("abdominal bloating"), dysmenorrhoea ("debilitating menstrual pain"), dyspareunia ("dyspareunia"), hypersensitivity ("allergic / hypersensitivity reactions"), vaginal discharge ("discharge"), rash ("rashes"), endometriosis ("endometriosis"), infection ("infections"), amnesia ("prolonged, memory loss"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), dental caries ("tooth decay"), fatigue ("fatigue"), cystitis ("cystitis"), headache ("headaches,") and back pain ("back pain"). Essure treatment was not changed. At the time of the report, the device dislocation, device breakage, perforation, genital injury, genital haemorrhage, menstruation irregular, abdominal distension, dysmenorrhoea, dyspareunia, hypersensitivity, vaginal discharge, rash, endometriosis, infection, amnesia, alopecia, dysgeusia, dental caries, fatigue, cystitis, headache and back pain outcome was unknown. The reporter considered abdominal distension, alopecia, amnesia, back pain, cystitis, dental caries, device breakage, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, genital injury, headache, hypersensitivity, infection, menstruation irregular, perforation, rash and vaginal discharge to be related to essure. The reporter commented: sought treatment for these continuing symptoms and continues to treat for these injuries,she was forced to undergo additional and significant medical care and treatment. She had has suffered from continuing and permanent injury. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received : reporter added, events added- back pain, headaches. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), device breakage ('breakage'), perforation ('perforation') and genital injury ('fallopian tube rupture') in an adult female patient who had essure (batch no. 654824) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) with abdominal pain, abdominal pain lower and pelvic pain, device breakage (seriousness criterion medically significant), perforation (seriousness criterion medically significant), genital injury (seriousness criterion medically significant), genital haemorrhage ("abnormal bleeding"), menstruation irregular ("irregular menstrual cycles"), abdominal distension ("abdominal bloating"), dysmenorrhoea ("debilitating menstrual pain"), dyspareunia ("dyspareunia"), hypersensitivity ("allergic / hypersensitivity reactions"), vaginal discharge ("discharge"), rash ("rashes"), endometriosis ("endometriosis"), infection ("infections"), amnesia ("prolonged, memory loss"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), dental caries ("tooth decay"), fatigue ("fatigue"), cystitis ("cystitis"), headache ("headaches,") and back pain ("back pain"). Essure treatment was not changed. At the time of the report, the device dislocation, device breakage, perforation, genital injury, genital haemorrhage, menstruation irregular, abdominal distension, dysmenorrhoea, dyspareunia, hypersensitivity, vaginal discharge, rash, endometriosis, infection, amnesia, alopecia, dysgeusia, dental caries, fatigue, cystitis, headache and back pain outcome was unknown. The reporter considered abdominal distension, alopecia, amnesia, back pain, cystitis, dental caries, device breakage, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, genital injury, headache, hypersensitivity, infection, menstruation irregular, perforation, rash and vaginal discharge to be related to essure. The reporter commented: sought treatment for these continuing symptoms and continues to treat for these injuries,she was forced to undergo additional and significant medical care and treatment. She had has suffered from continuing and permanent injury right tubal ostia : 3 trailing coils, left tubal ostia: 3 trailing coils. Lot number: 654824 manufacturing date: 2009-07 expiration date: 2012-07. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available most recent follow-up information incorporated above includes: on 2-sep-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), device breakage ('breakage'), perforation ('perforation') and genital injury ('fallopian tube rupture') in an adult female patient who had essure (batch no. 654824) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) with abdominal pain, abdominal pain lower and pelvic pain, device breakage (seriousness criterion medically significant), perforation (seriousness criterion medically significant), genital injury (seriousness criterion medically significant), genital haemorrhage ("abnormal bleeding"), menstruation irregular ("irregular menstrual cycles"), abdominal distension ("abdominal bloating"), dysmenorrhoea ("debilitating menstrual pain"), dyspareunia ("dyspareunia"), hypersensitivity ("allergic / hypersensitivity reactions"), vaginal discharge ("discharge"), rash ("rashes"), endometriosis ("endometriosis"), infection ("infections"), amnesia ("prolonged, memory loss"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), dental caries ("tooth decay"), fatigue ("fatigue"), cystitis ("cystitis"), headache ("headaches,") and back pain ("back pain"). Essure treatment was not changed. At the time of the report, the device dislocation, device breakage, perforation, genital injury, genital haemorrhage, menstruation irregular, abdominal distension, dysmenorrhoea, dyspareunia, hypersensitivity, vaginal discharge, rash, endometriosis, infection, amnesia, alopecia, dysgeusia, dental caries, fatigue, cystitis, headache and back pain outcome was unknown. The reporter considered abdominal distension, alopecia, amnesia, back pain, cystitis, dental caries, device breakage, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, genital injury, headache, hypersensitivity, infection, menstruation irregular, perforation, rash and vaginal discharge to be related to essure. The reporter commented: sought treatment for these continuing symptoms and continues to treat for these injuries,she was forced to undergo additional and significant medical care and treatment. She had has suffered from continuing and permanent injury. Right tubal ostia : 3 trailing coils, left tubal ostia: 3 trailing coils. Most recent follow-up information incorporated above includes: on 27-aug-2021: mr received. Reporter information, lot number and reporter causality comment added. Seriousness criteria updated for event "genital hemorrhage". We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration"), device breakage ("breakage"), perforation ("perforation"), genital injury ("fallopian tube rupture") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) with abdominal pain, abdominal pain lower and pelvic pain, device breakage (seriousness criterion medically significant), perforation (seriousness criterion medically significant), genital injury (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), menstruation irregular ("irregular menstrual cycles"), abdominal distension ("abdominal bloating"), dysmenorrhoea ("debilitating menstrual pain"), dyspareunia ("dyspareunia"), hypersensitivity ("allergic / hypersensitivity reactions"), vaginal discharge ("discharge"), rash ("rashes"), endometriosis ("endometriosis"), infection ("infections"), amnesia ("prolonged, memory loss"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), dental caries ("tooth decay"), fatigue ("fatigue") and cystitis ("cystitis"). Essure treatment was not changed. At the time of the report, the device dislocation, device breakage, perforation, genital injury, genital haemorrhage, menstruation irregular, abdominal distension, dysmenorrhoea, dyspareunia, hypersensitivity, vaginal discharge, rash, endometriosis, infection, amnesia, alopecia, dysgeusia, dental caries, fatigue and cystitis outcome was unknown. The reporter considered abdominal distension, alopecia, amnesia, cystitis, dental caries, device breakage, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fatigue, genital haemorrhage, genital injury, hypersensitivity, infection, menstruation irregular, perforation, rash and vaginal discharge to be related to essure. The reporter commented: sought treatment for these continuing symptoms and continues to treat for these injuries,she was forced to undergo additional and significant medical care and treatment. She had has suffered from continuing and permanent injury. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.